Event description:
It was reported that the patient experienced having to charge their implantable pulse generator (ipg) frequently. The patient underwent a procedure where the ipg was removed and replaced. Post-operatively, the patient was well.

Event description:
It was reported that the patient experienced having to charge their implantable pulse generator (ipg) frequently. The patient underwent a procedure where the ipg was removed and replaced. Post-operatively, the patient was well. The ipg was not returned for analysis as it was disposed of by the hospital. Additional information was received that the ipg was returned for analysis.

Event description:
It was reported that the patient experienced having to charge their implantable pulse generator (ipg) frequently. The patient underwent a procedure where the ipg was removed and replaced. Post-operatively, the patient was well. The ipg was not returned for analysis as it was disposed of by the hospital. Additional information was received that the ipg was returned for analysis.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, a labeling review was conducted which determined that the rechargeable stimulator battery should provide at least five years of service. Over time, the ipg battery will need more frequent recharges. Like all rechargeable batteries, use over time and repeated recharge cycles reduce the maximum charge capacity of the ipg battery. Battery life is dependent on stimulation settings and conditions. All of which are a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.